Event description:
Patient was revised to address fracture of the locking ring.

Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 3 years ago. The devices associated with this report were not returned. Review of the device history records did not identify any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.